Event description:
The rxl chemistry instrument reported an incorrect result for sodium and chloride on an ed [emergency dept] pt. The incorrect results were sodium of 125 (which is a critical result) and chloride of 88. The instrument automatically reran the test due to the critical results; however, no error code was given by the instrument to indicate a problem. The staff member caught the error before it reached the pt.